Event description:
Per complaint (B)(4) , a dental implant got stuck to a torque wrench during a placement attempt. The implant was removed, and the procedure was completed in the same visit. No adverse consequences were reported.